Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The non-conformance database was reviewed for this product; no non-conformances were found. There are no indications of manufacturing defects. For this part (01-7144) and the previous one year (from the notification date) regarding the fracturing of this drill, there is a complaint rate of 0.18% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Distributor; surgeon is unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a drill bit fractured while securing a mandibular plate. No adverse events were reported as a result of the malfunction.